Manufacturer narrative:
Occupation: lay user/patient. The test strips were requested for investigation. The reporter's meter and one test strip were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.5 - 3.7 inr): returned strip qc 1: 3.0 inr retention strips qc 2: 3.0 inr qc 3: 3.0 inr relevant retention test strips (lot 397398) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. The investigation did not identify a product problem. The cause of the event could not be determined. The customer stated they may have taken longer than 15 seconds to apply the blood and the finger was squeezed excessively. Product labeling states, "if sample was wrongly collected, e.g. Excessive squeezing of the fingertip which causes intracellular fluid to dilute the blood sample. When using capillary blood apply the sample to the test strip within 15 seconds after lancing the fingertip." Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."

Event description:
The initial reporter complained of discrepant inr results with coaguchek vantus meter serial number (B)(4), compared to the stago star max analyzer using the neoplastine reagent. The result from the meter at 3:02 p.m. Was 5.1 inr. The result from the laboratory was within 4 hours of the meter test and the result was 2.4 inr. The patient's therapeutic range was 2.0-3.0 inr. The patient stated they may have taken longer than 15 seconds to apply the blood. Patient also reported squeezing the finger excessively to obtain the blood sample.